Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was underfill issues. The following information was provided by the initial reporter: the tubes don't accomplish with the draw volume stablished through vacutainer technique, affecting the sample/additive ratio. It has been generating rework of new sample acquisition, and discomfort to patients and staff.

Manufacturer narrative:
H.6 investigation summary material #: [367856] lot/batch #: [ 2227114] bd had not received samples, but [1] photo was provided for investigation. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube label. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. As no customer samples were received at the manufacturing site, the investigation was limited. Additionally, [10] retention samples from bd inventory were evaluated and the issue of [underfill] was not observed. A draw test was performed at the manufacturing site on the retention samples. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode [underfill]. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. See h.10.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was underfill issues. The following information was provided by the initial reporter: the tubes don't accomplish with the draw volume stablished through vacutainer technique, affecting the sample/additive ratio. It has been generating rework of new sample acquisition, and discomfort to patients and staff.